Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient felt flu like symptoms and a fever that the nurse reported had gone away by the next day. However, the flu like symptoms and the fever were possibly a manifestation of the peritonitis. The patient was also reported to have been ill a week prior to the onset of the peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal (ip) vancomycin (2 gram, weekly into the last fill of pd solution). The patient was later discharged from the hospital and they were reported to have recovered from the peritonitis. Additional information was requested and was not available at this time.